Event description:
It was reported that during a surgery an image intensifier grid of the arcadis avantic system fell down on the floor. The weight of the image intensifier grid is approximately 0.85 kg. According to the information received from siemens local service, the grid fixing screw got loose causing the grid to fall. There are no injuries related to this event. The reported event occurred in (B)(6).

Manufacturer narrative:
The investigation of the reported event is ongoing. (B)(4).